Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, flail, thick anterior leaflet and enlarged aortic root for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) and clip delivery system (cds) was introduced into the patient. Due to the limited transseptal window, an aorta hugger configuration was observed, plus knob was applied. Once below the valve, leaflet grasping was attempted and simultaneous grasping and independent leaflet grasping was unsuccessful. Clip was repositioned more medially, and clip arm adjustments were made; however, posterior leaflet capture remained unsuccessful, and the tissue damage was noted to the posterior leaflet. It was noted that both the grippers would not raise. Troubleshooting was performed but was unsuccessful. It was decided to manually remove both the gripper lines. Lock was tested and the clip was forcibly deployed only on anterior leaflet. Patient will be scheduled for surgical intervention. Imaging was difficult. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, open heart surgery was performed for valve replacement.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.